Event description:
It was reported that a 8mm permanent cautery hook instrument had a broken tip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken distal clevis at the base, with a missing piece approximately 0.2465¿ x 0.2610¿ that was not returned with the instrument. The clevis surface showed no evidence of abrasions or scratches, and adjacent components remained undamaged. The complaint was confirmed by failure analysis. The probable root cause of the damaged conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation.